Event description:
The customer reported that stringy sticky ¿noodles¿ came out of the evis exera ii ultrasound gastrovideoscope. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, adhesive missing from the forceps cover and bending section rubber crack were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material likely occurred from insufficient reprocessing. The specific root cause of the insufficient cleaning could not be determined at this time. Olympus will continue to monitor field performance for this device.